Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: during evaluation, the service facility found the scanner would not power on independently. While plugged into ac power, it would display the battery charging led. When trying to power on from this point, the battery led would turn off and the scanner would not power on. The root cause of the failure was identified as a failure in the internal battery. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number.

Event description:
It was reported the unit turns off when the power indicator hits around 40%.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
It was reported the unit turns off when the power indicator hits around 40%.